Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. In addition, the usb cable fit loosely in the pump usb port. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was 196 mg/dl. Replacement cable was sent to customer.